Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular lead had a potential lead fracture. The lead had high thresholds, low impedance, and oversensing seen on rv tip to rv ring resulting in inhibition of pacing. An x-ray was performed and the patient referred for lead replacement. The lead currently remains in use. No patient complications have been reported as a result of this event.